Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a thoracic probe tip sheared off. The probe tip remains in the patient. Surgery took place (B)(6) 2018. (Related to mw5077542).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the probe is retained by the hospital, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The distal tip of the probe was discovered to be broken upon removal, which included a full rotation of the instrument. It is possible that the rectangular cross-section at the distal end of the instrument presented disproportionate resistance during the rotation maneuver, resulting in a torsional failure. A definitive root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a thoracic probe tip sheared off. The probe tip remains in the patient. Surgery took place (B)(6) 2018. (Related to mw5077542).